Manufacturer narrative:
H10: g1 phone number +1(724)351-2041

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and requested the part numbers required for a repair. The rse provided the customer with the part information for the 2nd generation liquid crystal display (lcd), 2nd generation lcd cable, 2nd generation user interface (ui) printed circuit board assembly (pcba), lcd to ui pcba cable, 2nd generation lcd tray, and screw pack. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) of the issue and requested the part numbers required for a repair. The rse provided the customer with the part information for the 2nd generation liquid crystal display (lcd), 2nd generation lcd cable, 2nd generation user interface (ui) printed circuit board assembly (pcba), lcd to ui pcba cable, 2nd generation lcd tray, and screw pack. Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time.